Event description:
It was reported that patient called to report his artificial urinary sphincter (aus) is failing when he laughs and do anything strenuous. He states device worked so well for several years and now it seems to have lost its grip, so to speak. Patient fears it may somehow have been damaged, but he does not know how that could have happened. Patient wants to know if it is possible to have the device adjusted short of major surgery. He wants to know about urology clinics close to his new residence. Patient had a radical prostatectomy performed twelve years ago in (B)(6) followed up with nine weeks of radiation therapy. Patient states the aus was transformative for his quality of life by not having to deal with the incontinence after it was installed.